Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device with the rotawire for the related complaint. The rotawire was fractured and only a portion was returned and received for analysis. The advancer unit and burr unit were received attached together. The advancer knob was received loosened in a backward position. The sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was damaged as it was not rounded and flared. The portion of the guidewire that was returned for analysis would not load into the burr due to the annulus being damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the customer attempted to adjust the speed of the complaint device to 200,000rpm and the wire got detached and the dfu states: "the initial burr speed: 1.25 ¿ 2.0 mm burrs 190,000 rpm¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09378. It was reported that rotawire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery to proximal left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During rotation test outside the patient, as the speed of the burr was adjusted to 200,000 rpm, it was noted that the wire was detached 3 seconds after rotation was initiated with dynaglide mode off. The wire was changed with another rotawire¿ but the burr would not load onto the second wire. The burr was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.